Event description:
It was reported that the customer noticed when the reservoir was removed that the rubber septum on top was protruding and the reservoir compartment smelled like insulin. The blood glucose reading was 437mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-99146.